Event description:
Found during routine testing. According to the reporter, the device alarms a connection failure when it is connected with the therapy cable to a pt simulator. There was no pt associated with the report.

Manufacturer narrative:
Following technical assistance from physio-control, customer purchased therapy connector kit to repair device. The removed assembly will not be returned to physio-control for eval. The root cause of the reported failure cannot be determined.